Manufacturer narrative:
The customer reported lot number: h16e02046 (which is not recognized by baxter). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the plastic pd catheter adapter (non-baxter). This occurred while in use on a pediatric patient for peritoneal dialysis (pd) therapy. The transfer set and adapter were replaced. There was no patient injury, however the patient was admitted to the hospital for three (3) nights for prophylactic antibiotics as a precautionary measure. No additional information is available.